Event description:
It was reported during use that cardiosave hybrid type b plug had an error where it was unable to sense the fiber optic cable. Customer reported fiber optic failure message. There were no patient harm or injury reported.

Manufacturer narrative:
Due to character limit: (event site name)- (B)(6) center. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,e3,g3,g6,h2,h3,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failure. The fse replaced the fiber optic module. The unit passed all functional and safety tests as per manufacturer's specification.